Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the blood spill as blood traces have been found on the pump. The technician tested the pump and no error or malfunctions could be identified. The pump worked according the specification. The technician cleaned the device and subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the tubing of a s5 roller pump ripped during procedure. There was no report of patient injury.